Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss issue. Customer stated that the unit was depleting helium tanks faster than normal.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit. Upon initial physical inspection found that the operator installed the incorrect helium gasket. Replaced with correct gasket. Verified that the unit was leaking helium at a constant rate on the x4 external tank transducer reading. Console did not lose any helium when removed from the hospital cart. X5 internal tank transducer held constant pressure over 30 minute test period. Tested the unit with console removed and cart under full helium pressure. Verified that the needle on the gauge indicated a full tank. Closed valve on the tank and monitored the gauge position for one hour. Noticed that the gauge did not drop to the red empty section of the gauge, however the gauge did drop an unusual amount. Replaced the regulator and tested the unit overnight. Verified that it lost ~300 psi of helium. Regulator did not solve issue. Replaced all helium tubing, helium gauge, and hospital cart helium quick (female) connect fitting. Test the unit over the weekend. Verified that the unit held constant psi at x4 and x5 transducers. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.

Manufacturer narrative:
Firm providing updated device identification information in alignment with gudid.